Event description:
It was reported that the atrial lead had high and fluctuating impedance measurements and noise was detected during pocket manipulation and isometric tests. It was also reported that a patient alert was triggered. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated atrial oversensing. Non-physiologic oversensing due to noise was observed on stored atrial lead electrograms. Analysis of the device memory also indicated the impedance on the atrial pacing lead was beyond the expected upper range. The maximum atrial pace impedance was generally greater than 1000 ohms since 2014-09-22. Analysis of the device memory further indicated the impedance trend on the atrial pacing lead was variable. Atrial pace impedance varied between 779 and 2983 ohms between 2014-(B)(4) and 2016-(B)(4) with no discernable trend.

Event description:
It was further reported that the ra lead continued to have high pacing impedance and had an apparent conductor fracture. The ra lead was capped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.